Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "flipping" and later reported rupture. Healthcare physician reported "a right side rupture confirmed via MRI". The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, e3.

Event description:
Patient reported right side "flipping" and later reported rupture. Healthcare physician reported "a right side rupture confirmed via MRI". The device has been replaced.